Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had temperature (overheated) related malfunction. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 fse inspected device and was unable to duplicate malfunction. No parts were replaced. Fse completed product inspection per customer/manufacturer requirements. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.